Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dermatology clinic right facial mass removal, when the first needle was sutured through the tissue, it was found that there was a metal object in the suture. The needle was missing, and nothing was found on the surrounding ground. The doctor quickly arranged the patient to perform a computerized tomography (CT) examination to locate the needle in the patient¿s tissue. This led to the second cut to take out the needle and incision was extended due to the product problem. The surgical time was also extended by more than 30 minutes.